Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. A conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the 2.5x18mm xience alpine stent delivery system (sds) it was noted that the stent was tightly crimped but was not between the markers. The device was not used, no patient involvement. A same size xience alpine sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.